Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2020 due to an unknown reason. The glenosphere and the humeral cup were removed and replaced by humeral cup ø36/+9, glenosphere ø36. Primary surgery in 2015, exact date unknown.